Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential bleeding issue post-deployment. The exact root cause cannot be determined. The likely cause was determined to have been deployment of the components outside the artery resulting in inability to achieve hemostasis. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
. E3: occupation: cath lab the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after the percutaneous coronary intervention (pci), the femoral sheath was removed using an exchange guidewire, and the involved angio-seal device was deployed following standard technique. However, blood continued to gush from the puncture site, necessitating manual compression by the doctor to stop the bleeding. The estimated blood loss was none. The event occurred intra-operative.